Manufacturer narrative:
The device was returned to olympus for inspection and the following reportable malfunction was identified during the device evaluation: the nozzle of device was clogged; the amount of water contact did not meet the standard and a foreign object was found in the nozzle. Based on the results of the investigation, olympus confirmed that foreign material was found in the device, but the type of the material or root cause could not be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the nozzle was clogged, the amount of water contact did not meet the standard value, and a foreign object was found in the nozzle of the gastrointestinal videoscope. There was no patient involvement.